Event description:
It was observed that during the device evaluation, the flex video scope exhibited foreign material at the control unit of the air/water cylinder (tube) in the insertion part at the distal end and also exhibited foreign material at the air water channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: tube was clogged due to the foreign material present at the air water channel of the insertion part near the distal end. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.